Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
During an ablation procedure, it was reported that following the placement of two probes, the MRI was brought in and a scan was run. The results of the scan showed a hemorrhage noted from the superficial dura at the site of the amygdala trajectory, extending through the probe trajectory and into the temporal lobe. The surgeon noted that the resident went in deeper than typically done with the 4.5mm drill bit prior to bolt placement. An emergency, small craniotomy was attempted to relieve the hemorrhage, and followed with an MRI scan. The hippocampal trajectory probe was left in place during this small craniotomy with hopes that, following the small craniotomy, one of the ablation trajectories could be completed. An MRI was performed, and the hemorrhage was still present. The hippocampal trajectory probe was removed, and a larger craniotomy was successfully completed to remove the hemorrhage.